Event description:
It was reported that the pt was treated by emergency services for hypoglycemia. The pt was not transported to the hospital.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted and a supplemental report will be filed. There was no allegation of a pump malfunction, and the reporter contacted animas to review the pump for potential issues. No conclusion can be made at this time.